Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that there was a loose phacoemulsification tip; however, the timing of the event was unknown. The procedure type and other surgical details are not available, and there was no information regarding patient impact. No additional information can be obtained.